Event description:
On (B)(6) 2012, an unidentified reporter from a medical center contacted animas (anm) on behalf of the patient requesting for information regarding downloading a pump. An anm representative attempted to call the patient for follow-up information but she was not available. However, the anm representative was able to speak to the patient's son and obtain information regarding a low blood glucose (bg) event. '¿s son, the subject pump was not available for review. The patient¿s son indicated that on an unspecified date/time, he was with the patient and they were driving to a restaurant for dinner. The patient's bg level prior to leaving for dinner was "109 mg/dl." While driving to the restaurant, the patient's son claimed that she began to drive inappropriately and was not verbally responding to his prompts. The staff at a restaurant called for paramedics who arrived and tested the patient's bg level. The paramedics obtained a bg level of "37 mg/dl" on an unspecified device. The paramedics treated the patient with glucose and took her to a hospital. The patient's son stated that they do not know why the patient's bg level dropped so low. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. The patient's husband actually contacted anm on (B)(6) 2012, and reported erratic bg levels for the previous 6 months. However, he was unable to provide additional information regarding the low bg event. On (B)(6) 2012, the pump was reviewed by an anm representative and the patient's husband. The patient's husband stated that the pump's settings were as desired. No unexpected alarms were found in the pump's alarm history. The prime history was as expected. However, the prime history revealed that cartridge/site/set changes were being done every 5 days. The tdd history revealed that the pump had not been suspended or temp basals. He also stated that the patient eats very little but he could not elaborate on her use of bolus for food and/or bg corrections the pump's time was set correctly but the date currently showed (B)(6) 2007. The patient's husband denied that the pump's time/date would reset with battery changes. The anm representative involved in the contact with the patient's husband on (B)(6) 2012, was unable to identify a malfunction with the subject pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's son claimed that the patient was hospitalized for hypoglycemia. However, at this time it is unknown if the subject pump and/or use-error contributed to the patient's injury considering no issues were found with troubleshooting of the device on (B)(6) 2012.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.